Event description:
A friend or family member of a patient reported on (B)(6) 2016 stating that they used to work for a person. They were in a car wreck and got the stimulator. The patient was not getting anything from the stimulator, and it sounded like it had never worked for them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.